Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 200-400 (mg/dl) with ketones for the past "couple of months". Reportedly, the size of the ketones varied from small to large everyday, and was addressed by consuming water. Additionally, the customer increased the basal rate settings. Administered manual injections, and delivered boluses to address bg level. The customer has been in contact with health care provider regarding diabetes management.